Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for one patient tested on a cobas 8000 cobas ise module. The questionable ise results were not reported outside the laboratory. The patient's initial ise results were reportedly na 129 mmol/l, k 4.69 mmol/l, and cl 86.3 mmol/l. The customer performed repeat testing with the sample due to the na result recovering <130 mmol/l. The patient's first repeat na result was reportedly 142 mmol/l. The customer masked the ise module and performed qc and had high results. The patient's repeat ise results were reportedly na 433 mmol/l, k >10 mmol/l, and cl 321 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
It was reported the customer repeated other samples and the results were acceptable. The customer replaced the bulk reagents and primed the reagents, and performed calibration and qc. The customer reported the qc results were acceptable, however, there were ise alarms. The investigation is ongoing.

Manufacturer narrative:
The cause of the event could not be determined based on the data provided.